Manufacturer narrative:
Upon receiving the complaint, umano medical promptly initiated an investigation. As this was the first reported occurrence of a similar issue, several internal tests were conducted on the bed's power cord in an effort to replicate the reported problem. Based on the results of these tests, the most probable root cause was identified as a combination of two contributing factors: 1. Evidence suggests that a cleaning agent may have been sprayed directly into the power cord connector during the cleaning process, contrary to the manufacturer's instructions for use (IFU). 2. The cleaning agent used (bleach) had a concentration significantly higher than the levels recommended in the IFU. This combination of factors likely compromised the integrity of the electrical components. The findings and conclusion of the investigation were communicated to the customer. Based on the available evidence, umano medical concluded that the device did not exhibit any malfunction that could have contributed to the reported event.

Manufacturer narrative:
The manufacturer received pictures of the cable showing that the ground prong was missing, and the connector sections of the cable were melted. Pictures also showed visible burn marks on the head section of the bed. The power cord was then retrieved by the service technician for investigation. Initial findings confirmed that the ground prong was missing and the connector was melted. Conductivity tests on the two remaining power cable pins were performed and found to be conforming. The manufacturer is currently gathering additional information from the customer. Internal tests are being conducted to replicate the thermal event, as this is the first occurrence of a similar event since the device's launch.

Event description:
Customer reported that a crackling sound and an electrical flash was noticed from a removable power cord connected to the bed. He mentioned that everything stopped once the bed was unplugged. No patient injury was reported. The nurse cut her hand while reaching the bed. A manufacturer service technician visited the site to investigate the device. The power cord was replaced, and the burn mark on the head section of the bed was removed. The bed is now functioning properly.